Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) on an e module analyzer. The results for all three tests were high when compared to results from an abbott analyzer. This medwatch will cover ft4. Refer to the medwatch with (B)(6) for information related to tsh. Refer to the medwatch with (B)(6) for information related to ft3. The sample initially resulted as 1.39 mui/ml for tsh, 7.5 pmol/l for ft3, and 28.2 pmol/l for ft4. The initial results were reported outside of the laboratory. The patient had an ultrasound exam and this was completely normal, so the sample was sent to another laboratory for repeat testing on an abbott analyzer. The results from the abbott analyzer were 0.63 mui/ml for tsh, 4.8 pmol/l for ft3, and 14.7 pmol/l for ft4. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e module analyzer serial number was (B)(4). A specific root cause could not be determined. The patient sample was provided for investigation and the ft4 value generated at the customer site was confirmed. No interfering factors were detected in the sample. For diagnostic purposes, the results should always be assessed in conjunction with the patient&#38112;medical history, clinical examination and other findings.